Event description:
The cap separated from the blue and white female connector of the transfer set after use, and a clamp had to be used to close catheter. This event specifically refers to one of two instances from the week of 03/2006. During a follow-up call with the home patient's daughter in 05/2006, the true incident was found to be a separation between the transfer set and the home patient's catheter, which is a reportable event. The transfer set separated, but did not fall to the floor. The home patient's daughter was unable to recall the type of adapter or transfer set used, or when the transfer set was placed. The home patient's daughter replaced the transfer set in the home herself. No patient injury or medical intervention was reported due to this incident.